Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley balloon would not deflate. Also reported that there was no patient harm and 2 nurses figured out how to remove. Per customer via email on (B)(6) 2021, it was stated that the patient had the foley placed approximately 08:15 without incident and received bladder instillation chemotherapy through the device for 90 minutes and the foley was discontinued approximately on 10:15, for a total of two hours usage. It was also stated when attempt to remove the room nurse cut the pig tail to see if that would deflate the balloon. When it was not working the nurse used a syringe and needle up the remaining pigtail to deflate the balloon. The catheter was then successfully removed with the tip intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not deflate. Also stated that there was no patient harm and 2 nurses figured out how to remove.